Event description:
Additional information received via email. The event occurred when it was plugged into the oxygen. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a "high pitch" coming from the inside. Patient involvement unknown.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample that the front panel was bowed out- all small control knobs were missing- gauge needle slightly out of spec- housing cracked near battery holder assembly- battery holder assembly broken off and serial number label illegible. Performed a power-on self-test with good known working MRI battery. There was no high pitch or other issues found during the test. The root cause could not be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).